Event description:
With stimulation turned on a patient experienced pain in their bladder, and lost control of their bladder upon waking up this morning. The patient had tried all four programs, and felt stimulation only on the left side of their rectal area. The patient indicated that they would like to get stimulation back to the "bicycle seat" area which was usually felt while using program 1. It was noted that the patient had pain for a while following strokes. It was not reported when the strokes had occurred. The patient had fell yesterday ((B)(6) 2010), but the issue did not start until this morning. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).